Event description:
A customer reported that a system advisory displayed regarding aspiration surge during a procedure. The system was exchanged and the case was completed without patient harm. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).